Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus) / migration of essure device - location of device endometrium"), device breakage ("fractured implant") and menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation, carpal tunnel release and broken leg. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included norethisterone (norethindrone) since (B)(6), 2015. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6), 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6), 2017, 10 years 10 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6), 2017, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery ablation on (B)(6), 2017. Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6),-2006: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6),2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus) / migration of essure device - location of device endometrium"), device breakage ("fractured implant") and menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in a 39-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation, carpal tunnel release and broken leg. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included norethisterone (norethindrone) since (B)(6) 2015, paracetamol (acetaminophen) since 2006 and phentermine since 2017. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, 8 years 10 months after insertion of essure (ess205), the patient experienced uterine enlargement ("other injury(ies) or complication (s) please describe: uterine hypertrophy"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia due to chronic blood loss"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation on (B)(6) 2017). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, migraine, headache, dysmenorrhoea, uterine enlargement, iron deficiency anaemia and weight increased outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine enlargement, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: new pfs received- new events added: blood or heart disorder/condition type: iron deficiency anemia due to chronic blood loss,weight gain, other injury(ies) or complication (s) please describe:uterine hypertrophy were added. New reporters were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus) / migration of essure device - location of device endometrium"), device breakage ("fractured implant") and menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (ess205) (batch no. 509795) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee operation, carpal tunnel release and broken leg. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included norethisterone (norethindrone) since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, 10 years 10 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation on (B)(6) 2017). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, menorrhagia, vaginal haemorrhage, pelvic pain, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received - new events "abnormal bleeding (vaginal), depression, mental anguish, migraines, headaches, migration of essure device, dysmenorrhea (cramping)" were added. Lot number was added. Historical conditions were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage ("fractured implant"), pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging"). At the time of the report, the uterine perforation, device breakage, pelvic pain and menorrhagia outcome was unknown. The reporter considered device breakage, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.